Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection srnjr number: 6262691, side: l, gender: m. Products not revised: part: evolution®mp fem cs/cr non-por, efsrn6pl, lot: 1845672, qty: 1. Part: evolution®mp tib keeled nonpor etpkn6pl, lot: 1775933, qty: 1. Part: advance® onlay all-poly kpontp35, lot: 1834626, qty: 1.